Event description:
It was reported that during a nephrostomy placement procedure a guide wire fracture occurred. The intended location was the severely tortuous renal pelvis. The physician attempted to advance the zipwire hydrophilic guide wire, however, due to the severe tortuosity difficulties were encountered while advancing the wire 'down' to the pelvic wall. Several access attempts were made to 'bend down' the wire into the intended location, however, during the final attempt, the zipwire was 'bowing' at the renal pelvis wall and 5-6cm of the hydrophilic coating sheared off. A layer of wire appeared to be contained in the sheared off coating fragment as a 'silver' color was noted within it. The detached fragment did not migrate and no attempts were made to remove it. The physician completed the case with an unspecified j-wire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received loaded in the dispenser assembly. The device was hydrated and removed from the dispenser with no noticeable effort. The length and diameter of the returned device were measure and found to be within specifications. The wire presents a 12.9cm segment of polymer jacket material skived from the device, exposing 12.85cm of core wire in a proximal to distal orientation, terminating 8.75cm from the distal tip. The wire also presents some unidentified light colored residue captured within the hydrophilic coating when the wetted device dried out which is readily visible when examined unaided. It is unlikely that it was present prior to the clinical event. Microscopic examination of the device revealed that the edges of the skived polymer jacket material present imbedded blood-like material. The device otherwise appears visually and tactilely consistent, wet. After allowing it to dry out, when examined at 1x 18 inches, unaided, the visual and tactile surface appearance of the specimen is acceptable per the inspection criteria. Microscopically the specimen coating appears to be smooth and consistent over the length of the specimen with minor wear and abrasion scattered over the length of the specimen. Except where noted, the specimen presents no other indications of damage or inconsistencies at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a nephrostomy placement procedure, a guide wire fracture occurred. The intended location was the severely tortuous renal pelvis. The physician attempted to advance the zipwire hydrophilic guide wire, however, due to the severe tortuosity, difficulties were encountered while advancing the wire "down" to the pelvic wall. Several access attempts were made to "bend down" the wire into the intended location, however, during the final attempt, the zipwire was "bowing" at the renal pelvis wall and 5-6cm of the hydrophilic coating sheared off. A layer of wire appeared to be contained in the sheared off coating fragment as a "silver" color was noted within it. The detached fragment did not migrate and no attempts were made to remove it. The physician completed the case with an unspecified j-wire. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).